Manufacturer narrative:
Zimvie complaint number (B)(4). E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. E1: phone number unknown / not provided. G4: additional PMA/510(k) number k113753, k112160.

Event description:
It was reported that an implant was removed due to a fracture. Procedure was not completed.